Event description:
I was almost finished with my 14 week course of invisalign, which required me to change my aligners weekly (every thursday for me) and also use "chewies" tid. However, about a day before my last aligner, I noticed one of my teeth started to turn grey and also had cold / sugar sensitivity. I followed up with my dentist about 2 weeks later since my symptoms did not resolve. After some xrays and tests he said the nerve is not responding to shock and I will likely need a root canal. There was no evidence of decay or infection. Likely cause was trauma caused by both confusion from invisalign. I do not play sports and have not had any other known trauma over the past several months / years. Although invisalign is plastic, could this, in addition to the application of chewies (in which pts are instructed to bite down on rubber knobs) cause enough trauma to lead to tooth death? Root canal. FDA safety report ID# (B)(4).